Event description:
It was reported that a patient, female, underwent an atrial fibrillation (afib) procedure with a smart touch catheter suffered a cardiac tamponade. The patient's blood pressure dropped during the case, even despite using neosynephrine . Ultrasound confirmed pericardial effusion. Pericardiocentesis was performed and 500 cc of fluid was removed. The patient was stabilized. Patient was hospitalized for 2 additional days. Another occurrence of pericardial effusion was seen the next day, though only serous fluid, not blood was drawn off. The physician¿s opinion regarding the causality of adverse event was procedure related occurrences, probably during the transseptal puncture.

Manufacturer narrative:
The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The bwi equipments involved are: carto 3 rmt (serial#(B)(4)), stockert generator (serial#(B)(4)), coolflow pump (serial#(B)(4)), ultrasound catheter sndstr10 (lot#unknown), lasso nav eco catheter (catalog# and lot# unknown), and custom cs catheter d1086784 (lot# unknown). (B)(4).